Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that they had an alarm last time and went in to get the alarm taken care of. The patient stated that pump had gone empty at the time. The patient stated that the doctor disabled his bolus but used to be that they would see his treatment progress and when his alarm date was due. The patient asked how they could find out if this thing was still pumping medication. The agent asked when the alarm happened and the patient stated it had been refilled. The patient then stated that they wanted to know how to check when his next refill was due because they couldn't do that right now. The agent reviewed that bolus was disabled and redirected the patient to their healthcare provider to further address the issue.